Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a motor (rewind issue) issue. It was reported that the rewind step was slow. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the insulin delivery could be affected.

Manufacturer narrative:
Follow-up #1: date of submission 04/19/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/27/2017 with the following findings: a review of the pump¿s black box data and alarm history showed no rewind motor errors (cs 078). During investigation, the pump rewind function performed normally. The rewind, load and prime steps were performed successfully and the pump was exercised for 24 hours successfully with no alarms occurring. The complaint of a motor rewind issue was not duplicated during investigation. There was no defect found. .